Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and was treated with insulin pump. Blood glucose value at the time of event was 500 mg/dl. Customer also stated that the tape was not sticking. The minimed 670g/770g/780g system with the auto mode/smartguard feature was not active at time of high bg event. Customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed; however, the product will not be returned for analysis.